Event description:
It was reported that the customer's blood glucose increase from 9.6 mmol/l to 22 mmol/l within a few hours. It was stated that the customer was vomiting and felt very sick during the night. Then the parents took the customer to the hospital. It was stated that the last correction was a bolus of 15.0 units with the insulin pump the night before. It was stated that the infusion set was removed and found that the cannula was bent. It was stated that when they want to reconnect the insulin pump, but it alarmed no delivery during prime. It was stated that the infusion set was changed. The bolus history, time, and date seemed to be correct. Performed a high pressure and displacement test and they passed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.